Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a posterolateral fusion procedure from t4-l3. At an unknown time post-op, the patient experienced a wound infection. The patient was medicated and observed. It has since been reported that the patient's issue has been resolved, the patient is well, and fusion is occurring. No further details are known at this time.